Event description:
Customer alleges discrepant results with meter compared to lab: patient no 2. Date: (B)(6) 2011; inratio: 1.1; lab: 1.8. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.